Event description:
It was reported that a patient experienced peritonitis manifested by peritoneal cloudy effluent, abdominal pain and pyrexia coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and began treatment with cefamezin (1 gram, once per day, intravenously) for peritonitis. The cause of peritonitis was not reported. Twelve days after beginning treatment, the last dose of cefamezin was administered. The next day, the patient's clinical course was confirmed to be favorable, and thus cefamezin was discontinued. On an unreported date, the patient was retrained on the proper connect/disconnect methods and aseptic technique. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was reported to be in his 70's. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.